Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn at this time. The investigation will be re-opened should additional data become available.

Event description:
(B)(4) - a rv lead failure alert was received via home monitoring. A device check, isometrics, and x ray were taken without abnormality. It was decided to monitor the patient. At a device check on (B)(6) 2017 oversensing was observed. A revision will be scheduled in the future.